Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 83mg/dl, 136mg/dl, 102mg/dl. Tests were done within < 10 minutes with a difference of 29%. The pt's blood glucose results were 142mg/dl, 78mg/dl, 281 mg/dl. Tests were done < 10 minutes apart with a difference of 72%. Pt did not experience any adverse events. No further info has been reported. *note - there were two sets of readings documented in the reported issue notes.*